Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with dizziness presented in clinic for routine follow-up. The ventricular lead exhibited noise resulting in high ventricular rate episodes. The noise was not reproducible and the lead also exhibited low impedance. The lead was explanted and replaced on (B)(6) 2015. Upon extraction, the lead exhibited an insulation anomaly. No further information could be obtained.